Manufacturer narrative:
The mayfield skull clamp (a3059) was received for evaluation: failure analysis - unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required at this time. Root cause - complaint confirmed via inspection of the unit. The mayfield 2 lock had up and down movement and the teeth were grinding when rotated. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the rocker arm gears of the mayfield composite series skull clamp (a3059) was grinding, and that the washer inside of the locks needs to be replaced. We later confirmed upon evaluation that the lock had movement. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.